Event description:
A health care provider (hcp) reported via a manufacturer representative that a low battery reset alarm was occurring. The patient came in on the day of the report with the pump in safe state. No withdrawal was reported. There was an overall lack of therapy. The symptoms were reported to be sudden. The patient tried to request a bolus and possibly got a personal therapy manager (ptm) code. The hcp programmed the pump back to simple continuous mode. On (B)(6) 2015, the pump was back in safe state. It was later reported by a manufacturer representative that the pump went into safe state a 3rd time. The pump was replaced on (B)(6) 2015. The pump was infusing morphine (unknown). The patient¿s medical history includes non-malignant pain and chronic/intractable pain (trunk/limbs). Additional information has been requested that was not available at the time of this report. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the event date was (B)(6) 2015 and the patient had her pump replaced. It was noted the "pump broke somehow" and the patient never found out what happened. The alarm went off and stopped working. Patient symptoms were not mentioned. No further complications were reported/anticipated or expected.